Event description:
The event is reported as: the customer alleges that an ICU patient was intubated with an isis endotracheal tube. The clinician reacted to a ventilator alarm indicating restricted gas flow. The doctor inserted a scope to determine the blockage and observed a kink in the tube above the tube black marker. The doctor could not detect any specific reason for the kink. The kinked tube was removed and another isis tube was inserted and performed successfully. The customer reports that the patient did not suffer any trauma.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product tfx isis subglottic sec. Ett, 7.0, lot # 01k1200231 was manufactured on 10/11/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.